Event description:
Today's sponge. I purchased the new today's sponge in 2009. The lot number for the product is 432457. I attempted to remove the sponge after it had been inserted for approximately 8 hours. I was unable to remove the sponge and had to visit an emergency room for removal. The physician assistant who removed it said that the sponge had begun to disintegrate and the string was detached and wrapped around the sponge. I had used the sponge as a backup method years ago and I am aware of how to insert and remove it. I am concerned that the product began to disintegrate during usage. Dose or amount: 1 sponge; frequency: as needed; route: vag. Dates of use: 2009, 8 hours. Diagnosis or reason for use: back up birthcontrol.